Event description:
Under direct fluoroscopic guidance, a 26 gauge spinal needle was advanced to the level of the t11 pedicle and deep anesthesia was provided with lidocaine. A small skin nick was made, and under direct fluoroscopic visualization, an 11 gauge vertebroplasty needle was advanced to the level of the right t11 pedicle. It was then advanced through the pedicle and placed in the posterior third of the t11 vertebra. A curved vertebroplasty needle was then advanced under direct fluoroscopy, with the tip placed near the midline of t11. After preparing the cement compound, methyl methacrylate was injected into the vertebral body under direct fluoroscopic visualization. Roughly 3ml was injected. At this time, the syringe containing the cement compound fractured, and no additional cement could be delivered. The needle was removed and hemostasis was achieved with manual compression. No immediate cement leakage was identified.